Event description:
It was reported that a customer was hospitalized due to low blood glucose levels, and needed for someone to go to the hospital to program the insulin pump. Advised the caller that we did not determine what the settings should be, and that the customer would need to speak with the hcp for the correct settings. The caller was unable to talk further. Advised the caller to have the customer call in for troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.